Event description:
The user facility reported a 63 yr old male with a impella cp for support during high risk cardiac procedure.it was reported that patient went into cardiac arrest post impella placement. Patient subsequently placed on venoarterial extracorporeal membrane oxygenation. Patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. (Cardiac arrest). In order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.